Event description:
Medtronic received information that the pipeline flex with shield experience excessive difficulty navigating with greater resistance than expected inside the marksman microcatheter. Once the pipeline was in position and deployed, a twist was observed in the middle of the pipeline as it was being opened. The physician attempted to help open it by releasing the microcatheter within the distal access guide and then attempted to pressure it with the same, but failed to open it. An attempt was made to recover the pipeline without success. The pipeline was pulled from the patient. The device was never implanted. The pipeline was said to be stuck in the distal segment of the microcatheter. The patient was undergoing embolization of saccular, unruptured, 6x4mm aneurysm located in the ophthalmic segment of the left internal carotid artery with luminal reconstruction technique. A continuous flush was used. The microcatheter was noted to be damaged on the distal segment. The microcatheter was said to have moved during deployment. The anatomy was moderate in tortuosity.

Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, only pipeline flex with shield braid returned without the pushwire. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the pipeline flex shield braid were unable to be identified. The pipeline flex with shield braid was fully opened and no damage. No other anomalies were observed. Based on the device analysis and reported information we were unable to determine the cause for ¿failure to open at the distal end¿ during the procedure. The event cause could not be determined as no damages were found with the returned devices. The pipeline flex shield appeared to be fully opened and no damages. Since the pushwire was not returned; any contribution of the pushwire to the issues could not be determined. Possible contributing factors of "failure to open" and "resistance during delivery" includes patient's vessel tortuosity per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. D. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-425-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex with shield failure to open. The patient was undergoing embolization of an aneurysm located in the ophthalmic segment of the left internal carotid artery with luminal reconstruction technique. During the procedure, a continuous saline flush was maintained. The pipeline flex with shield was navigated through the microcatheter with difficulty. Once the device was positioned, it was deployed and a twist was observed in the middle section of the braid. The physician attempted to help open it by releasing the microcatheter within the distal access guide and then attempted to pressure it with the same but failed to open it. An attempt was made to recover the flow diverter without success. The device was never implanted and was removed from the patient. There were no reports of patient injury in association with this event.